Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended and lead had high impedances. The patient underwent a spinal cord stimulation (scs) revision procedure. Patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) batch: 7139122. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7137383. UDI: (B)(4).